Manufacturer narrative:
Siemens conducted a retrospective review and re-evaluated this complaint. Siemens has now deemed that this complaint now meets the requirement for reporting under 21 cfr 803. The investigation was performed considering complaint description, cs reports, system history, and system log files. Logfiles show that the system was rebooted multiple times during that day. It can be seen in the logfiles that import dictionary failed during start of the examination. The patient was registered but the examination did not begin because of the failure in importing the dictionary. This issue is sporadic. When the customer rebooted the system, the system was operating normally and the study could be opened.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During an emergency procedure, the user reported that examination was not possible after patient registration. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.